Manufacturer narrative:
S/w 4.11e. Retainer ring = black. Case type = ngp . Customer returned pump for an alleged blank display and pump expose to moisture found on (B)(6) 2023. The test p-cap locks properly in place in the reservoir compartment noted. The pump passed the displacement test and self test. No blank display noted during testing. However, pump received with a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thus. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. No alarms or alerts noted during testing; however, in the pump history found: power loss alarm on (B)(6) 2023 at 17:48:32.000 and 17:48:44.000. Multiple failed batt/battery failed alarm on (B)(6) 2023 from 17:44:34.000 until 17:47:14.000 pump error 53 alarm on (B)(6) 2023 at 17:47:11.000 (file number: 2005, line number: 5632). Pump error 4 alarm on (B)(6) 2023 at 13:45:07.000. Pump error 63 alarm on (B)(6) 2023 at 13:45:07.000 (variable = 09) (file number: 2101, line number: 230). Pump error 130 alarm on (B)(6) 2023 at 13:39:24.000 and 13:39:54.000. Pump error 43 alarm on (B)(6) 2023 at 13:44:50.000. Pump was cut open to perform visual inspection and found¿moisture damage on the electronic assembly, motor and keypad flex tail. No moisture damage on the battery tube, vibrator, internal battery, keypad traces and keypad dome switches. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Blank display not confirmed. Pump expose to moisture damage confirmed. Pump received with a high active current measurement and sleep current measurement, multiple battery failed alarm, pump error 4, 63, 130 and 43 alarm found in the pump history due to moisture damage on the electronic assembly. Pump error 53 alarm found in the pump history due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had an issue. Troubleshooting was performed but the issue was not resolved. The customer swam and it led up to the event. The customer reported a blank display. The display was blank at the time of the call. The display did not return after the pump restart and was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.